Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2020. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. Exact cgm and bg values were not provided, however reporter stated that there was a difference greater than 20%. No injury or medical intervention was reported.